Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)

Event description:
Surgeon went to implant and on three different anchors, the suture snapped. An additional lot was tired and was ok. It was confirmed that the anchors were not removed. This was after the implantation, while tying the knots. The ancillary device was a s&n knot pusher. One out of three failing anchors were able to fixate the tissue, the other two were of no use. Knot pusher was used again without issues, on anchors with different lot numbers.